Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 38 synergy drug-eluting stent, the stent was stretched while pulling the mandrel needle off. The procedure was completed with another 2.75 x 38 synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 2.75 x 38mm stent delivery system (sds) was returned. A visual examination of the crimped stent found the stent was damaged its entire length and stretched over the distal tip causing the proximal end of the stent to move 2 mm in a distal direction. A visual examination found that the balloon wings appeared tightly folded and no issues noted. The maximum crimped stent profile was measured and was within specification. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found a kink 25 mm distal from the port bond with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 38 synergy¿ drug-eluting stent, the stent was stretched while pulling the mandrel needle off. The procedure was completed with another 2.75 x 38 synergy¿ drug-eluting stent. No patient complications were reported.